Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that on (B)(6), 2011 at 10:30pm he felt weak. The patient reported that the issue began on (B)(6) 2011 at 5:30am when the patient obtained a blood glucose result of 131 mg/dl on the subject meter and compared this result to a 98mg/dl result on another meter taken at the same time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. Between the tests there was no intervention that would be expected to change the blood glucose. The patient manages his diabetes with an insulin pump. The patient advised that he took food and drink as treatment for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury. However, the malfunction is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.